Event description:
The customer called for help with her meter. While troubleshooting, she performed normal control tests and received results of 283 and 309 mg/dl. The normal control range is around 90-132 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation, and replacement test strips will be sent.